Event description:
On 04/08/2025, it was reported by a sales representative via (B)(4), an ar-9090-01s dualcomp hindfoot failed to tension to the necessary position, rendering it unusable. As a result, the case was delayed for an unspecified period. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 04/22/2025: this occurred on (B)(6) 2025 during a ttc fusion procedure. The ar-9090-01s dualcomp hindfoot was removed from the patient after the failure. The peek pin holding the nitinol slider proximal part broke apart in the patient, with no fragments to retrieve. The case was completed with a new nail, the same size as the original. The case was delayed 20 minutes. No adverse effects on or after the surgery for the patient were reported.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-9090-11s, dual comp hindfoot nail, batch number 15096995, was returned for evaluation. Upon visual evaluation, it was noted that the peek pin was sheared off, as is expected when inserting the nail. Additionally, the implant was tensioned to the intended position. No problem found. The complaint allegation was not confirmed.